Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid video scope had a blurry image. The issue was discovered during setup/inspection for use. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: b5, d8, g3, h2, h3, h6, h11 the device was returned to olympus for inspection and the reported failure "blurry image" was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: black shadows, severe scratches on the ccd glass, interruption and weakening of the insertion section's centralization, and yellowing of the insertion section. A root cause could not be identified. However, based on the results of the investigation, it is likely that the blurry image and black shadows were caused by the severe scratches on the ccd glass. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.